Manufacturer narrative:
The complaint products were not received for analysis. The complaint condition of revision due to loosening is not confirmed. The frequency of occurrence ranking scale is very low; therefore, this does not appear to be design-related. The company is not aware of receiving any complaint reports involving another part from these manufacturing lots of (B)(4) (humeral head) and (B)(4) (replicator plate) pieces that have been in the field since 2015. A review of the device history record showed that the named devices were accepted with conformance to the device requirements. Therefore, this does not appear to be manufacturing-related. The revision reported was likely the result of subscap insufficiency, which led to joint instability as the humeral head migrated superiorly. However, this cannot be confirmed because the devices were not returned for evaluation. There is no patient information provided; therefore, it is not possible to assess the patient risk/clinical factors. In a review of the labeling-- it is a known complication that excessive activity and trauma affecting joint replacements have been associated with premature failure and that fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, may require a second surgical intervention or revision. It is a known complication that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. Revisions or surgical interventions are a known complication found in joint replacements. This device is used for treatment not diagnosis. To investigate this issue additional information has been requested about the patient and event. No additional information has been provided.

Event description:
It was reported that a patient experienced a revision surgery due to aseptic loosening. The glenoid was well fixed and retained. There is no additional information provided on the patient or event. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00125 and 1038671-2017-00126.

Manufacturer narrative:
Pending device return and engineering evaluation. Pending device return.

Event description:
Revision due to aseptic loosening.